Manufacturer narrative:
B3-date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patients ipg was inoperable as patient lost charger and failed to charge the ipg. Surgical intervention was undertaken wherein the ipg was replaced and therapy restored.